Event description:
It was reported that patient presented in clinic. It was noted that right ventricular (rv) lead exhibited loss of capture and high pacing impedance. It was also suspected that the lead had micro dislodgement. The lead was explanted and replaced with new lead. Patient condition was stable.